Event description:
It was reported by the rep the device was used in a diagnostic laparoscopy. It was reported while inserting the 35os as the suprapubic port under direct visualization upon entering the peritoneal cavity the clear plastic conical tip broke off from the metal obturator.the plastic tip was retrieved from the pelvic cavity and the procedure continued. There was no conseqeunce to the pt.